Manufacturer narrative:
Evaluation results/conclusion: inherent risk of procedure ¿ (dissection, stenosis). (B)(4).

Event description:
During the index procedure the physician used one pacific xtreme pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful; however it was reported that during treatment, a dissection occurred. Dissection was left untreated. It is reported the event was resolved. Patient was discharged home the next day on aspirin and clopidogrel. Investigator reported that the event was definitely related to the study device and study procedure. Approximately 7 months post index procedure the patient underwent target lesion revascularization of the sfa due to claudication pain in the right calf and sfa and aie highgrade stenosis. Patient was treated with an unknown pta and a non medtronic stent. Patient was taking aspirin at the time of event. Investigator assessed the event to be not related to the study device or study procedure.